Manufacturer narrative:
H10: the lot numbers for the six malfunctions were not provided, therefore, lot history reviews cannot be performed. None of the devices were returned for evaluation. Therefore, the investigations are inconclusive as no objective evidence was provided for review. The definitive root causes could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model 0600560 chronic catheter allegedly experienced migration. This information was received from various sources. All malfunctions involved a patient with no reported patient injury. Patients' age, weight and gender were not provided.

Manufacturer narrative:
The lot numbers for the seven malfunctions were not provided, therefore, lot history reviews cannot be performed. None of the devices were returned for evaluation. Therefore, the investigations are inconclusive as no objective evidence was provided for review. The definitive root causes could not be determined. The devices are labeled for single use.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model 0600560 chronic catheter allegedly experienced migration. This information was received from various sources. All malfunctions involved a patient with no reported patient injury. Patient information was not provided for any of the patients.